Manufacturer narrative:
Concomitant medical product: 439878, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had premature termination of mode switch due to atrial events during atrial tachycardia/atrial fibrillation (at/af) episodes occurring in refractory at times on stored electrograms (egm). It was noted that this has possibly caused underreporting of at/af burden and episode duration. The device remains in use. No further patient complications have been reported as a result of this event.